Event description:
It was reported by that the physician noticed that the output connector was loose on the external pulse generator (epg). Another epg was used. The epg was returned for repair. There is no indication of any patient involvement or complications as a result of this event.

Event description:
It was reported that the physician noticed that the output connector was loose on the external pulse generator (epg). Another epg was used. The epg was returned for repair. There is no indication of any patient involvement or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event. The output connector is contaminated inside the connector. Upper case and high rate cover are broken. Lower case is broken and contaminated. Side bail covers and ring cover are contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The output connector is contaminated inside the connector. Upper case and high rate cover are broken. Lower case is broken and contaminated. Side bail covers and ring cover are contaminated.